Manufacturer narrative:
Returned for evaluation was solero unit, serial number (B)(6). The unit failed functional testing and upon inspection, discovered the dc-dc block and quick connect was misaligned. The reported complaint description is confirmed. The root cause for the error 209/coolant warm/high reflective power was determined to be misalignment between the dc-dc block and quick connect, which was reseated. The unit was tested with the dc-dc block and quick connect realigned another functional test and met all acceptance criteria. The misalignment between the dc-dc block and quick connect was most likely due to normal wear and tear. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review:the user manual, which is supplied to the user with this unit contains the following statements: "a chilled coolant source, chilled sterile saline, is required to maintain the solero applicators at an appropriate temperature. Use only chilled saline solution for the coolant source. Obtain a minimum of 1000 ml of sterile chilled saline. The saline will heat up as an ablation progresses and may eventually become too hot at which point the system will inhibit operation. Using larger volumes of chilled saline (up to 3000 ml) may increase the amount of time before the cooling reservoir needs to be replaced. Remove the cap on tubing set spike and insert spike, item (1) shown below, in the saline source, being careful not to puncture through the saline source. To insure proper fluid movement, place the saline source higher than the generator, such as on an IV pole."the following statement is listed in section 6 (system notifications/warnings/errors); "6.1.4 coolant warm: the system will display a notification if the applicator temperature sensor detects the coolant to be hotter than 38 °c as shown. The coolant source should be replaced as soon as is convenient to ensure uninterrupted performance. While this notification does not present a risk to the patient or end user, if the temperature rises above 48 °c, the system will abort an ablation that is in progress. This notification may occur during long ablations, or during treatment of patients with multiple lesions." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager (tm) reported a issue with this solero generator. The customer reported receiving the following errors/issues after the probe had been placed in the liver and then activated for 6 seconds when the error code appeared. The settings on the unit were 6 minutes @ 100 watts. The ablation was aborted after 6 seconds- multiple times, 209 error, coolant warning orange and high reflection orange. The patient was being treated for a metastatic carcinold tumor. The patient was under anesthesia from 2:15-3:40 while waiting for the tm to bring a different hardware unit to complete the procedure. The procedure was completed with the trunk stock unit. There was no report of patient harm or adverse event by the end user. The unit will be returned for evaluation. This event meets the criteria of a reportable adverse event as the procedure was prolonged greater than 30 minutes; potential patient safety risk due to prolonged anesthesia.